Event description:
It was reported that during a prolapse and hemorrhoids procedure, the surgeon did the purse string, closed the stapler half way between the 1.0 and 2.0 mm, released the security button and fired the stapler. After the crunch, he tried to release the stapler, but he could not because the tissue was not completely cut. The surgeon had to redo the surgery by hand. There was no adverse pt consequence.

Manufacturer narrative:
The analysis results found that the device arrived in good visual condition with 6 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that, "before firing, ensure that the orange indicator is fully within the green range for the gap setting scale." In addition, it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested for functionality with test washer; the device formed all staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.